Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded 200 units of insulin into the cartridge and received an inaccurate fill estimate. During troubleshooting with tandem technical support, the customer reloaded the cartridge, and received a minimum fill notification. Customer's blood glucose level was 89 mg/dl. Reportedly, the customer successfully loaded a new cartridge onto the pump.